Event description:
The device was unable to be interrogated. No telemetry could be established. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received .

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. A cardiac simulator was connected to the device and the device sensed the signals properly. All functional measurements and battery current drain were normal. The device met all specifications. It is suspected that the lead was damaged. The device misdiagnosed noise as fib, charged and depleted the battery.